Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The lot number was provided, a batch review will be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The reported condition of program changed by device was not confirmed. The root cause was not identified. The device is still in service.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a program changed by device which occurred on the homechoice (hc) during use. The home patient (hp) stated that he should only have 4 cycles but he now has 9. The baxter technical service representative (tsr) had hp review programming. Therapy=continuous cycling peritoneal dialysis (ccpd)/intermediate peritoneal dialysis - total volume equaled 12000ml, fill volume (fv) equaled 1100ml, and last fill volume (lfv) equaled 2000ml. The tsr explained that this adds up to 9 cycles and hp or someone changed something in the programming. The hp said he did not touch the programming and he wanted 4 cycles. The tsr explained that hp would need to speak to his registered nurse (rn) about this and have her go over programming. The hp claims that he called in this morning and tsr changed the programming for him. The tsr reviewed up the previous calls and found no pervious tsrs had the patient change the program. The tsr explained this to hp and that none of the calls show any documentation of program changes and again explained that it is against the law to change a patient's programming. The hp understood explanation and would call rn. The hc is okay. The solution to this issue was provided over the phone and swap of the device was not necessary. There was patient involvement. Product surveillance spoke with the home patient (hp) on (B)(4) 2011 regarding the program changed by device. The hp said that he did not changed the program on the cycler. The hp said that he had assistance one with bypass but did not bypass the cycler by himself any other time. The hp said that he had ended therapy that night on the 5th fill. The hp brought the cycler to the clinic the next morning and it was reprogrammed. The hp said the cycles had not changed again since that date. The hp said that he would call in if this happened again. The hp is continuing therapy with no further issues. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.